Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip. A 14mm x 30cm interlock was selected for use. During the procedure, it was noted that the coil was detached early in the distal part of the catheter. The coil was removed together with the catheter; however, the coil protruded from the catheter's tip. The procedure was completed with another of the same device. There were no patient complications reported.